Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain with device use. The recipient ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly decided to not pursue revision surgery. The recipient remains implanted. This is the final report.